Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an observation/complication/out-of-service form that this patient was presented back to the electrophysiology (ep) laboratory. The device and lead system were explanted due to infection. There were no additional adverse events reported.